Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump motor seems a little slower, changing batteries every week, had received failed battery test before, had insulin pump reject or not take brand new battery once, had received no delivery alarm at random times sometimes when they were blousing it will stop, scratches on center of the screen of insulin pump, battery cap was worn plastic missing and insulin pump makes grinding noise. Customer's blood glucose value was unknown. Customer declined to troubleshooting with technical support department. The device will not be returned for analysis.